Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination, the customer's issue has been confirmed. To correct the issue, the analysis site replaced the drive shaft, bushing, .047x.187 coil pin and flex circuit assembly. After servicing, the unit passed all qa testing procedures. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy procedure, the device would not make the probe rotate. Another device was used to complete the procedure. There were no consequences for the pt.